Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. Failure analysis investigation also found the following damages: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. There is a broken piece of yaw pulley and the broken piece was missing, allowing the grip to move within the pulley and have a larger range of motion in yaw. It was concluded that the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken and missing piece from the yaw pulley, and the tube abrasions with material removed, could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the cable of the fenestrated bipolar forceps instrument was observed to be broken. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.